Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device displays a message that the paddles leads are loose. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device displays a message that the paddles leads are loose. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.